Event description:
The patient called and reported that in 2007 she had a cypher stent placed in an unknown coronary artery, for unknown reasons. Approximately four years later, the patient experienced blockage of an unknown coronary artery. A quadruple bypass was performed, resulting in a two week hospitalization. No further information was available.

Manufacturer narrative:
Please note that the patient had the stent implanted in 2007. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint captured states that approximately four years post cypher implantation the patient underwent CABG with presumed stent restenosis. The patient called and reported that in 2007 she had a cypher stent placed in an unknown coronary artery, for unknown reasons. Approximately four years later the patient experienced blockage of an unknown coronary artery. A quadruple bypass was performed, resulting in a two week hospitalization. No further information was available. The stent remain implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR review could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the limited information does not allow for an exact assessment of contributing factors.